Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water channel was clogged due to insufficient reprocessing, it was impossible to remove the clogging material from the channel, making visual identification of this material even more difficult. The nature of the foreign material would be determined after customer approval. The glue was missing and deteriorated from the bending section cover, the light guide rod lens was chipped, the universal cord had wrinkles, the connecting tube had a twist, the scope cover was broken, the angulations were out of specification, the insulation distal end value resistance was out of specification due to damages of the camera cover. The air leak inspection did not show any water leakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an insufflation problem on (B)(6) 2023. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the air/water channel was found to be clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.